Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during treatment, when the tegaderm is removed, the device would not remain on the patient's skin and would leave the transparent film, causing part of the catheter (midline or PICC) attached to it to move. No other information was provided.